Event description:
Pt was implanted (B)(6) 2007 and presented with septic shock (B)(6) 2007. The implants were removed and a fungal bacterium was found inside the device. Pt was reaugmented (B)(6) 2011 and within weeks was experiencing general pain, depression, muscle aches, mastodynia (breast pain), fibromyalgia, tietze's dx (inflammation of costal cartilages), fatigue syndrome, weakness, chest pain and sob, per lisa in do. The pt had been to multiple md's, internist, psychiatrist, and neurologist to name a few. The pt then came to dr. On (B)(6) 2013, who removed the implants along with the capsules on (B)(6) 2013 and sent them to pathology. No infection was found. Pt's boyfriend found a video online about a women in (B)(4) that had the same symptoms. The only difference was that the woman in the video had saline breast implants. There was no infection or contracture according to (B)(4). Per database query, there are no other reported complaints associated with lot (B)(4).

Manufacturer narrative:
According to info provided, the pt experienced general pain, depression, muscle aches, mastodynia, fibromyalgia, tietze's dx, fatigue syndrome, weakness, chest pain and sob within weeks of re-augmentation. Product eval rec'd two unlabeled devices. Upon receipt by mentor, device "a" weighted 285.8 grams and appeared intact with no anomalies. The contralateral device weighted 285.8 grams. Based on the limited laboratory eval, pe observed a fold on the anterior aspect but the device appeared intact. Due to the nature of the complaints, no further testing was performed. Most women undergoing augmentation or reconstruction will experience some breast and/or chest pain postoperative. Pain of varying intensity and length of time may occur and persist following breast implant surgery. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The mentor microbiology dept has provided info on the sterility lot 6469904 for the implanted devices indicating that they met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Pain in a known complication associated with these devices and is referenced in our pids.